Event description:
It was reported that a wireless battery module had a hole melted in the outer case.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A hole was observed to be in the case of the wireless module. The device eval found the wireless flex and the digi printed circuit board (digi pcb) to be burned. Further eval found that the grease used for sealing the battery case was not applied at the battery latch. Evidence of dried fluid was also observed from the top to the bottom of the wireless module and on both digi pcb's. Fluid intrusion occurred, which caused a short and the digi pcb's to overheat. The date of event is unk.